Event description:
An ams sling was implanted, details not indicated. It was reported that the patient developed recurrent incontinence worse than baseline. An alternative incontinence device was implanted.

Manufacturer narrative:
The model of mesh system that was implanted was not indicated. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.